Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733686, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the damaged network cable was replaced. After replacement the issue resolved. The software logs were received for analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when they took a spin and it did not transfer to the navigation system. The exam had a nav tag on it. They tried multiple times to manually push, but it would not transfer. The system had 30% free space, but still deleted some patients which did not help. The site switched to another navigation system and respun to continue this case. After the procedure the manufacturer representative found the ethernet cable had visible damage. They got a new one and took a demo spin with the same navigation system and imaging system and it transferred normally. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
The software analysis was reviewed and found the software was functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.